Event description:
It was reported that "we report a pt who presented with dissociation of the cemented osteonics acetabular constrained liner. The failure interface was at the factory pre-assembled constrained liner insert-bipolar head without any locking ring failure. Instead there was deformation of the constrained liners inserts polyethylene rim, which facilitated dissociation." This per is reported from journal article: orthopedics 2008 march, 31(3):275.

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.